Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was not reported. On an unreported date, the patient was hospitalized for the peritonitis event. The treatment and outcome for the peritonitis event were not reported. The action taken with pd therapy was not reported. No additional information was available at this time.

Manufacturer narrative:
(B)(4). The peritonitis was manifested by cloudy peritoneal dialysis (pd) effluent and abdominal /stomach pain which felt like muscle soreness. The pain was not severe and the patient was not given painkillers. The cause of the peritonitis was unknown. On an unreported date during hospitalization, the patient began treatment for the peritonitis with gentamicin (dose and frequency not reported) for two days. On an unreported date the patient was discharged from the hospital and continued gentamicin treatment at home. Three weeks after the receipt of this report, gentamicin was discontinued. On an unspecified date, the patient was given an unspecified antifungal tablet, prophylactically, (dose and frequency not reported). On an unreported date, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.